Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reactions"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia, hypersensitivity, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, endometriosis and type 2 diabetes mellitus. Concomitant products included metformin since (B)(6) 2018 for type 2 diabetes mellitus as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), libido decreased ("hormonal changes describe: decrease of libido"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 26 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reactions") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with complete bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menstrual disorder, dyspareunia, hypersensitivity, depression, anxiety, libido decreased, hot flush, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, hot flush, hypersensitivity, libido decreased, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion,. Pathology test - on (B)(6) 2015: final diagnosis: uterus (hysterectomy): cervix: focal mild chronic erosive cervicitis. Endometrium: late proliferative-interval phase; metallic wire coils identified. Myometrium: intramural leiomyoma. Cul-de-sac: no diagnostic abnormality. Fallopian tubes, bilateral (salpingectomy): simple peritubal cysts.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event: abnormal bleeding was added. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, endometriosis and type 2 diabetes mellitus. Concomitant products included metformin since (B)(6) 2018 for type 2 diabetes mellitus as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), libido decreased ("hormonal changes describe: decrease of libido"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 26 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reactions") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with complete bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menstrual disorder, dyspareunia, hypersensitivity, depression, anxiety, libido decreased, hot flush, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, hot flush, hypersensitivity, libido decreased, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion,. Pathology test - on (B)(6) 2015: final diagnosis: uterus (hysterectomy): cervix: focal mild chronic erosive cervicitis. Endometrium: late proliferative-interval phase; metallic wire coils identified. Myometrium: intramural leiomyoma. Cul-de-sac: no diagnostic abnormality. Fallopian tubes, bilateral (salpingectomy): simple peritubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event: abnormal bleeding was added. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no: 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle and endometriosis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"), libido decreased ("hormonal changes describe: decrease of libido"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 26 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with complete bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, dyspareunia, hypersensitivity, depression, anxiety, libido decreased, hot flush, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, hot flush, hypersensitivity, libido decreased, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion,. Pathology test: on (B)(6) 2015: final diagnosis: uterus (hysterectomy): cervix: focal mild chronic erosive cervicitis. Endometrium: late proliferative-interval phase; metallic wire coils identified. Myometrium: intramural leiomyoma. Cul-de-sac: no diagnostic abnormality. Fallopian tubes, bilateral (salpingectomy): simple peritubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, endometriosis and type 2 diabetes mellitus. Concomitant products included metformin since (B)(6) 2018 for type 2 diabetes mellitus as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), libido decreased ("hormonal changes describe: decrease of libido"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 26 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reactions") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with complete bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menstrual disorder, dyspareunia, hypersensitivity, depression, anxiety, libido decreased, hot flush, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, hot flush, hypersensitivity, libido decreased, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2015: final diagnosis: uterus (hysterectomy): cervix: focal mild chronic erosive cervicitis. Endometrium: late proliferative-interval phase; metallic wire coils identified. Myometrium: intramural leiomyoma. Cul-de-sac: no diagnostic abnormality. Fallopian tubes, bilateral (salpingectomy): simple peritubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc (product technical complaints). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle and endometriosis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"), libido decreased ("hormonal changes describe: decrease of libido"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 26 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with complete bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, dyspareunia, hypersensitivity, depression, anxiety, libido decreased, hot flush, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, hot flush, hypersensitivity, libido decreased, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion,. Pathology test - on (B)(6) 2015: final diagnosis: uterus (hysterectomy): cervix: focal mild chronic erosive cervicitis. Endometrium: late proliferative-interval phase; metallic wire coils identified. Myometrium: intramural leiomyoma. Cul-de-sac: no diagnostic abnormality. Fallopian tubes, bilateral (salpingectomy): simple peritubal cysts. Most recent follow-up information incorporated above includes: on 6-jun-2019: pfs received lot number was added. Events " hormonal changes describe: decrease of libido, hot flashes, abnormal bleeding (vaginal, menorrhagia)" were added. Outcome of event " pain" was updated as recovering. Lab data and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.